Event description:
It was reported that a patient underwent a total hip arthroplasty on (B)(6) 2008. Subsequently, the patient was revised on (B)(6) 2013 due to multiple dislocations. The head and liner were removed and replaced. No further information has been provided.

Manufacturer narrative:
Product was not returned. This report is number 2 of 2 mdrs filed for the same event (reference 1825034-2013-02868 / 02869).

Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show that lot released with no recorded anomaly. There are warnings in the package insert that state that this type of event can occur: under possible adverse effects, number 8 states, ¿dislocation and subluxation due to inadequate fixation, malalignment, malposition, excessive, unusual and/or awkward movement and/or activity, trauma, weight gain, or obesity. Muscle and fibrous tissue laxity can also contribute to these conditions.¿ evaluation in process but not yet complete. Upon completion of evaluation, a follow up report will be sent to the FDA. This report is number 2 of 2 mdrs filed for the same event (reference 1825034-2013-02868 / 02869).

Manufacturer narrative:
This follow-up report is being filed to relay additional information, which was unknown at the time of the initial medwatch. This report is number 2 of 3 MDR's filed for the same event (reference 1825034-2013-02868 / 02869 and 2016-02778). Product location unknown.

Event description:
It was reported that a patient underwent a right hip revision approximately 4 years post-implantation due to recurrent dislocations. The head and liner were removed and replaced. Operative reports received indicates the patient underwent three closed reductions due to dislocation on unknown dates approximately three weeks prior to the revision procedure. The first dislocation was a result of a mechanical fall.

Manufacturer narrative:
If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Manufacturer narrative:
(B)(4). This follow-up report is being submitted to relay additional information. Concomitant medical products - acetabular liner catalog#: ep-156233 lot#: 791460, taperloc femoral stem catalog#: 103204 lot#: 604090, ringloc acetabular shell catalog#: 135252 lot#: 504540, low profile screw catalog#: 103533 lot#: 013660. Reported event was able to be confirmed upon review of medical records received. Device history record (DHR) was reviewed and no discrepancies relevant to the reported event were found. Root cause was unable to be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will contribute to monitor for trends.

Event description:
It was reported that patient underwent three closed reductions due to dislocation on unknown dates approximately three weeks prior to the revision procedure. The revision procedure occurred approximately 4 years post-implantation due to recurrent dislocation. The first dislocation was a result of a mechanical fall. It was further reported during the procedure, the surgeon noted the polyethelyne liner was fractured.